Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18589. It was reported, the patient experiences ineffective stimulation. The patient indicated, she has not felt adequate pain relief since her scs system was implanted. Reprogramming was offered to the patient and the patient is also considering undergoing surgical intervention to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.